Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported material deformation (flared stent) was confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was returned and the reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the patient anatomy causing the reported failure to advance and subsequent distal end ring flaring. The device was then removed but met resistance likely due to the reported end ring flaring causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left proximal anterior descending coronary artery with moderate tortuosity and moderate calcification. A 2.50 x 8 mm xience alpine stent delivery system (sds) was advanced but failed to cross the lesion due to the patient anatomy. On removal of the sds without force, the stent met resistance of an unknown cause. Outside of the patient anatomy, the stent struts were noted to be flared. There was no damage to the balloon. The procedure was successfully completed with an additional 2.50 x 8 mm xience alpine sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.